Manufacturer narrative:
MDR 1020279-2016-00825 was submitted in error. Please disregard.

Event description:
It was reported the flexible reamer shaft broke while using the final reamer during tibial metanail procedure. Proper reaming of the diaphysis was obtained. No broken pieces of the shaft was left in patient. No delay in procedure. No injury occurred from incident.